Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system via a horizontal incision during an anterior repair procedure on (B)(6) 2010. There were no complications to the patient, who was fine at the conclusion of the procedure. When the patient returned for a routine follow-up examination on (B)(6) 2012, the physician discovered some mesh exposure approximately 1cm in length, midway between the bladder neck and the vaginal cuff on the midline. Reportedly, the exposure was not along the incision line. According to the physician, because the patient is not bothered by the mesh exposure, no treatment is planned at this time for it.